Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error found on (B)(6) 2021. Insulin pump trace download analysis confirmed the pump alarmed pump error, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm. The power management graph confirmed pump error, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcb 1. The pump history showed that pump error occurred on (B)(6) 2021 at 23:58, (B)(6) 2021 at 0:12, through 23:58, (B)(6) 2021 at 00:08: through 23:58, and on (B)(6) 2021 at 00:00 through 21:36. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error was found in the pump history due to connector resistance j6 /pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a power error alarm. Customer was able to clear alarm and able to rewind alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.